Event description:
Customer reported testing with the freestyle meter receiving a very high reading. Customer was given insulin based on this reading. Glucose level dropped to 25 mg/dl and the customer was unconscious. Paramedics were called and the customer was transported to the hospitial. The customer received intravenous treatment at the hospital.